Manufacturer narrative:
(B)(4)

Event description:
It was reported that a premature ventricular contraction started a vt/vf. The device was reprogrammed. The patient's condition is fine after the event.